Event description:
It was reported that a guidewire detachment occurred requiring additional intervention. During an endovascular procedure, a fragment of a 300 cm, 12 cm poly tip v-18 control wire broke off in the patient. The surgeons immediately recognized the issue and used a snare to retrieve the detached piece. A fluoroscopic run was performed to confirm complete removal of the fragment. Both wire and broken piece were inspected and confirmed all removed. No further information was reported.

Manufacturer narrative:
Additional event details were not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.